Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: just for clarification, did the device staple? No, the device has been supplied without recharge. If the device stapled were there staples missing from the distal edge (as reported)? Did not staple as the device has been supplied without recharge was there bleeding? Yes. If yes, how much blood was loss (ml)? Unknown. How was the bleeding controlled? Did the patient require a transfusion? No. If yes, how many units were administered? None.

Event description:
It was reported that during a low anterior rectum resection procedure, the nurse gave to the surgeon the device. After firing, he had cut the proximal edge and he realized that the distal edge does not have staples. After inspection, they concluded that the device had been supplied without recharge. Another like device was used to complete the procedure, and did the resection a little lower in the rectum. There was a delay of fifteen minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): manufacture date: 07/15/2015. The analysis results showed that the tlh30 device arrived in good visual condition and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.